Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead exhibited a low out of range shock impedance measurement of zero ohms. Technical services (ts) suspected the cause was electromagnetic interference (emi) at the time of measurement. Ts discussed that if the source of emi couldn't be found, the patient should be brought into clinic to perform a vector breakdown while doing isometrics and pocket manipulation. This rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. A manual remote transmission from the crt-d was received. The shock impedance was measured at 45 ohms and was stable. The patient noted their power went out when the measurement of zero ohms was recorded. It was determined the crt-d was functioning as intended.

Manufacturer narrative:
Additional information added to b5. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead exhibited a low out of range shock impedance measurement of zero ohms. Technical services (ts) suspected the cause was electromagnetic interference (emi) at the time of measurement. Ts discussed that if the source of emi couldn't be found, the patient should be brought into clinic to perform a vector breakdown while doing isometrics and pocket manipulation. This rv lead remains in service. No adverse patient effects were reported.